Event description:
Customer awoke in the morning feeling ill. Customer took a blood glucose reading with their freestyle meter and received a result of 235 mg/dl. Customer took a second reading with an ascencia meter with a result of 67 mg/dl. As customer felt hypoglycemic, they contacted their hcp who recommended going to the emergency room. Paramedics were called and provided sugar water to raise their blood glucose level. No other treatment was administered.